Event description:
It was reported that the user experienced hypoglycemia while using the ilet system with a g7 sensor, with a lowest blood glucose of 62 mg/dl lasting about one hour, and they had been pausing the system around meals and then treating lows with 15 g of carbohydrate and gummy bears. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding appropriate low treatment and guidance that pausing the system can limit algorithm adaptation. Investigation of this case revealed no device alarms and no device malfunction, with the event likely related to glucose dynamics around meals and system pauses rather than a component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.